Manufacturer narrative:
Zimvie complaint (B)(4). . Since the lot number and the catalog number are not available and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text : no item or lot number available

Event description:
It was reported that a screw fractured in a 3.25x13mm 3i nanotite certain implant. Requested screw removal tools to retrieve the broken portion from the implant.